Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument could not be opened. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue occurred when compressing the uterus with force bipolar during vaginal incision during a procedure. The jaws were not stuck on tissue when the failure occurred. A new force bipolar was used and the procedure continued robotically. There was no injury to the patient. The instrument was not in strong grip mode at the time. The jaws were found to be off.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated or confirmed. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system and instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. For clarification, the customer complaint was "tip does not open". Fa found the instrument to have a kinked conductor wire. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additionally, the instrument was found to have a kinked conductor wire at the idler pulley. The conductor wire was not exposed as a result. The insulation was not damaged. The instrument passed the continuity test.

Event description:
Refer to h11 for follow-up information.